Manufacturer narrative:
The insulin pump had no vibration during the self test due to a broken black wire on the vibrator wire. The insulin pump was received with a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported that the insulin pump was no longer vibrating. The customer reported performing a self-test and the insulin pump did not vibrate during the self-test. Troubleshooting was done. The customer reported using new batteries on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.